Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of needle detachment of device or device component. Block h11: device evaluation. The device was returned without visual damages. However, it was not possible to retract the needle. A destructive test was performed, and part of the needle was observed detached. For these reasons, the reported code of "needle retraction problem" can be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically, since the investigation could not identify the actual root cause of the issue observed.

Event description:
It was reported to boston scientific corporation that an acquire eus fnb needle 19 g was used for an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the needle did not retrack into the catheter. The device was pulled back into the scope to be removed. Another acquire eus fnb needle 19 g was opened to continue and complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of "needle detachment". Please see block h11 for full investigation details.